Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members,(B)(4) or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to (B)(4))" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 3005248192-2022-00744 follow up report 1 3005248192-2022-00765 follow up report 1 3005248192-2022-00796 follow up report 1 3005248192-2022-01095 3005248192-2022-01096 3005248192-2022-01097 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-01101 3005248192-2022-01102 3005248192-2022-01103 3005248192-2022-01104 3005248192-2022-00716 3005248192-2022-00791 3005248192-2022-00735 3005248192-2022-00904 3005248192-2022-00705 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-00752 follow up 01 3005248192-2022-00753 follow up 01 3005248192-2022-00743 follow up 01 3005248192-2022-00719 3005248192-2022-00978 follow up 01 3005248192-2022-00979 follow up 01 3005248192-2022-00980 follow up 01 3005248192-2022-00937 follow up 01 3005248192-2022-01017 follow up 01 3005248192-2022-01018 follow up 01 3005248192-2022-01148 3005248192-2022-00934 follow up report 1 3005248192-2022-00942 follow up report 1 3005248192-2022-00943 follow up report 1 3005248192-2022-00944 follow up report 1 3005248192-2022-00945 follow up report 1 3005248192-2022-00946 follow up report 1

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 12 weak positive results for the rsv target with weird curves on the alinity m resp-4-plex assay. The customer considers these to be false positives. The field service engineer (fse) went on site to perform troubleshooting. The fse performed multiple water runs. The samples were not retested. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in portugal using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.